Event description:
It was reported by the customer that it was difficult to place the PICC in a patient. Clinician described feeling resistance with advancement so had to pull catheter back, and re-attempt advancement. At one point during the procedure, she was no longer able to pull the PICC back. X-ray showed that there was a knot in the PICC. The md ultimately pulled the introducer and PICC together and successfully removed from the patient. Removed PICC shows clearly a knot the tip of the catheter. Additional information received 1/27/2023: customer reported that when the PICC nurse proceeded PICC placement at bedside (ICU), she felt that there was some resistance. She tried to pull back the catheter that normally does, but she couldn't. They were unclear if the stylet was still inside the PICC. PICC nurse reported "it" was intact, no bend, no curl, no nod. But at 4cm she couldn't pull, the dilator was still in. PICC nurse called the ICU physician to come in to help. The physician phoned the vascular surgeon for advice as he isn't familiar with PICC procedure. The vascular surgeon told him, just forcefully to pull, 99.9% it won't break, which he did. Cxr were taken before and after. Did not cause any harm to the patient. The customer reported the patient expired on (B)(6) 2022 but their death was not related to this event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant. Device not returned for evaluation.